Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the vad clinic on (B)(6) 2016 and routine labs were taken. The patient's hemoglobin level was found to be 5.7 g/dl and the patient was asked to return to the emergency department. The patient received 1 unit of packed red blood cells and was admitted. The patient's anticoagulation regimen consisted of aspirin, warfarin, and plavix. The patient reported feeling tired, somewhat lightheaded, and endorsed black stool but thought this was due to iron supplements. A guaiac card test from (B)(6) 2016 was positive for occult blood. An upper endoscopy and colonoscopy performed on (B)(6) 2016 revealed dark stool in the colon but no recent or active bleeding seen in either the colon or esophagus. No further information was provided.